Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The mesh was cut in 2011. On (B)(6) 2012, 5cm of the mesh was removed. The patient has been to control 3 months after removal of the mesh.

Manufacturer narrative:
(B)(4): the patient had 5cm of the sling mesh removed on the left side. The patient had dyspareunia before the 5cm of the sling mesh was removed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.